Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant; however, elevated gradients may indicate obstructed flow across the valve. Over time, gradients can develop or worsen due to leaflets being affected by the development of calcification, or the formation of pannus/host tissue, or thrombus. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv). Per the IFU, thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. In this case, hypoattenuated leaflet thickening (halt) was confirmed and could potentially impact the functionality of the valve. The potential contributing factors to the event reported cannot be determined, but could be related to the mechanisms described above. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. Valve remains implanted.

Event description:
As reported by our affiliates in (B)(6), the patient who underwent a valve in valve implant of a valve in mitral position by left transseptal approach into a non-edwards valve. The valve was implanted in the proportion 30/70 aortic/ventricular. On pod 13, prosthetic heart valve thrombosis was noticed via CT scan. The patient's inr was outside of therapeutic range. The patient was hospitalized to start injectable anticoagulant therapy. Performed echo tte verified that the lateral leaflet of the valve was frozen. As per medical opinion, the event was related to the device. The thrombus on CT scan was later clarified by the fcs to be hypoattenuated leaflet thickening (halt).

Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant; however, elevated gradients may indicate obstructed flow across the valve. Over time, gradients can develop or worsen due to leaflets being affected by the development of calcification, or the formation of pannus/host tissue, or thrombus. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv). Per the IFU, thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. In this case, hypoattenuated leaflet thickening (halt)/thrombus was confirmed and could potentially impact the functionality of the valve. The potential contributing factors to the event reported cannot be determined, but could be related to the mechanisms described above. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by our affiliates in brazil, the patient who underwent a valve in valve implant of a valve in mitral position by left transseptal approach into a non-edwards valve. The valve was implanted in the proportion 30/70 aortic/ventricular. On pod 13, prosthetic heart valve thrombosis was noticed via CT scan. The patient's inr was outside of therapeutic range. The patient was hospitalized to start injectable anticoagulant therapy. Performed echo tte verified that the lateral leaflet of the valve was frozen. As per medical opinion, the event was related to the device. The thrombus on CT scan was later clarified by the fcs to be hypoattenuated leaflet thickening (halt). Additional information indicated that the patient was discharged approximately one month post-procedure. The last tee reveals thrombus remains, (which is reducing in size and with improved mobility of the leaflet). The patient will be re-evaluated as an outpatient in 15 days.